Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the left circumflex (lcx) artery. A 3.50x20mm promus element drug eluting stent was advanced to treat the lesion. However, while the physician was inflating the balloon to deploy the stent, the stent dislodged from the balloon. The case was abandoned. No further patient complications were reported and the patient's status was stable.